Event description:
A malfunction was reported on a pump, with the specific issue identified as malfunction code 12. There was no adverse impact to the customer's blood glucose level. The customer received instructions from technical support on how to reset the pump, successfully resolved the issue, and continued to use the pump. No recurrence of the malfunction was noted, and the customer was advised to contact support again if the problem reappeared.